Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2016) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with the implant of ventralight st mesh. Per op notes, ¿the midline supraumbilical hernia sac was excised. Adhesions were lysed. A ventralight st mesh was placed into defect and sutured.¿ on (B)(6) 2020 ¿ patient was diagnosed with incarcerated ventral hernia, infected mesh thereby underwent open repair with the removal of mesh. Per op notes, ¿the area of erythema and abscess was excised. Infected and necrotic tissue continued deep to the fascia was removed. The fascial defect was noted. The infected mesh was removed with several pus pockets.¿